Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3998, lot# j0546682v, implanted: (B)(6) 2009, product type: lead. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
The patient reported the device was not working. The patient stated she met with a device manufacturer's representative (rep) yesterday and the rep checked the device and said it wasn't working. The patient did not know when it stopped working. The patient was seeing the managing health care provider (hcp) for pain injections. A patient programmer (pp) and an implantable neurostimulator recharger (insr) were sent to the hcp due to a lost or stolen device. There were no patient symptoms reported. If additional information is received, a supplemental report will be submitted.